Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 02-nov-2016, an fse visited the customer facilities, as part of the preventive maintenance, cleaned the cup pickup head on main arm, and cleaned and lubricated the guide arms on pickup arm on main arm. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a test cup pick up that needed to be cleaned and lubricated.

Event description:
On (B)(6) 2016, a customer reported obtaining error 2160: y-axis cup transfer cup detection failure where the pick-up arm was not dropping the cups with their aia-2000 analyzer. The customer was unable to run lh-ii and prolactin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lh-ii and prolactin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.